Event description:
It was reported that t1 and t2 deploy together. All t's were removed. There was no delay or patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: "it was reported that t1 and t2 depoly together. All t's were removed." T1, t2 and suture were not returned. The depth limiter was attached. It had been retracted one increment from manufacturing position. It is obviously flared and creased at the distal tip. This is a symptom of resistance from tissue while attempting to locate the needle. Anchors may be inadvertently released from temporary twisting and flexing of the needle. There is no permanent bend or bow of the needle. Functional test was successful. The device cycled and actuated. No root cause related to the manufacture of the device was confirmed.